Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade ii". Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Healthcare professional reported "ruptured and capsular contracture baker grade ii". This record is for the left side. Device was explanted.